Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 20 seconds, the balloon ruptured horizontally. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications and the patient status was good.